Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff alarmed. - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually and through hearing. The cuff system leakage alarm symbol on the intellicuff display lit up. - the intellicuff is a handheld device to be used with a ventilator device. During this event the intellicuff device was used in combination with a hamilton-c6 ventilator device (sn4009). The hamilton-c6 ventilator device log files (service log, error log, event log) were provided to hamilton medical ag. - there is patient involvement reported. This occurrence was noticed during patient ventilation but is not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown. Updated fields: b4, d4, g6, h2, h11.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff alarmed. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually and through hearing. The cuff system leakage alarm symbol on the intellicuff display lit up. The intellicuff is a handheld device to be used with a ventilator device. During this event the intellicuff device was used in combination with a hamilton-c6 ventilator device (sn (B)(6). The hamilton-c6 ventilator device log files (service log, error log, event log) were provided to hamilton medical ag. There is patient involvement reported. This occurrence was noticed during patient ventilation but is not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.